Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were fibrin clots which caused instrument to jam with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: during use this batch, the customer complained many tubes have fibrin clots issue, which cause to the test instrument jam.

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for sample quality with the incident lot was observed. Additionally, evaluation of the customer samples was performed and sample quality was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that there were fibrin clots which caused instrument to jam with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from chinese to english: during use this batch, the customer complained many tubes have fibrin clots issue, which cause to the test instrument jam.